Event description:
The customer reported the o2 manifold is not working. No patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer states the flow was restricted during the oxygen flow test. The customer replaced the o2 transport manifold, and the issue was resolved.